Event description:
Paitent with cervical spondylosis and radiculopathy. Underwent 2 level anterior cervical diskectomy and fusion at cervical 5-6 and cervical 6-7 level. After disk removal, placed polyetheretherketone -peek- cylindrical cage packed with a small portion of recombinant bone morphogenetic protein -r-bmp- impregnanted sponge -off label use in cervical spine. Titanium plate was used for internal stabilization. Amount of r-bmp used -1/6 of a small "infuse", medtronic-, prepared iaw MFR's recommendations. Wound irrigated prior to r-bmp placement and not afterwards. Patient initially did well and was discharged on the day after surgery. He returned 3 days after surgery with massive anterior neck swelling and respiratory distress. He was intubated and computed tomography did not demonstrate hematoma or fluid collection. He had massive soft tissue swelling presumed to be result of reaction of r-bmp -reported extensively in the cervical spine. He was kept intubated for 3 days and treated with high dose steriods, then extubated and discharged without additional issues. Follow up showed continued resolution of neck swelling.